Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle insulinx meter was reviewed and the DHR showed the freestyle insulinx meter passed all tests prior to release.  Dhrs (device history review) for the freestyle lite-no coding strips were reviewed and the dhrs showed no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.. Retain testing was performed and all units performed within specification and passed.  All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caregiver, who is also an hcp, reported being unable to test due to an unspecified error message on a customer's adc meter. The customer subsequently experienced unspecified symptoms of hypoglycemia, including seizure, loss of consciousness, and "almost" a coma. The customer was diagnosed with hypoglycemia and administered a glucose injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver, who is also an hcp, reported being unable to test due to an unspecified error message on a customer's adc meter. The customer subsequently experienced unspecified symptoms of hypoglycemia, including seizure, loss of consciousness, and "almost" a coma. The customer was diagnosed with hypoglycemia and administered a glucose injection for treatment. There was no report of death or permanent impairment associated with this event.